Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an ipg placement the ipg was unable to connect with cp after placing it in surgery mode .the ipg lost connection after bovi was used. Troubleshooting was unable to solve the issue. As such ipg was replaced with another ipg, thereby establishing therapy post op.